Event description:
It was reported that the first footprint snapped on insertion it is believed to be due to the anchor not being perpendicular to the bone. There was no surgical delay and there was no patient injury reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.